Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. There was no reported pt impact.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history reveals several zero force loss of prime warnings. The "ezprime" steps were performed successfully. The pump was exercised with no loss of prime warnings duplicated.